Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and deployment steps were started; however, the clip did not initially release from the delivery catheter. The cds handle was rotated for less than a minute, and the clip successfully deployed. Four clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is reported as unknown because it could not be confirmed which of four clips experienced the difficult deployment; therefore, the UDI and lot history record review are provided for all clips as follows: part / lot: cds0501 / 60919u294; date of manufacture: 09/19/2016; expiration date: 09/19/2017. (B)(4). Part / lot: cds0501 / 61107u111, cds0501 / 61107u112: date of manufacture: 11/07/2016; expiration date: 11/07/2017. (B)(4). Part / lot: cds0501/61010u129: date of manufacture: 10/11/2016; expiration date: 10/11/2017. (B(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture design or labeling of the device.